Event description:
Medtronic received information via literature regarding infective endocarditis following low-intermediate risk transcatheter aortic valve replacement (tavr). All data were retrospectively collected from multiple german centers between june 2013 and december 2019. The study population included 69 patients who were predominantly male with a mean age of 78 years. Multiple manufacturer¿s devices were implanted in the study population; 10 patients were implanted with a medtronic corevalve bioprosthetic valve. No unique device identifier numbers were provided. Among all patients, 8 deaths occurred prior to hospital discharge. The predominant cause of death was multi-organ failure. No further details were provided on the deaths. There was no statement of causal or contributory relationship between medtronic product and the deaths. Among all patients, post-tavr adverse events included: endocarditis requiring intervention, infection, paravalvular leak (pvl), moderate to severe aortic regurgitation (ar), hypertension, ischemic or hemorrhagic stroke, and arrhythmia requiring permanent pacemaker implant. The median time from tavr implant to intervention for endocarditis was 14 months. The main causative organisms were identified as enterococcus faecalis (31.9%), coagulase-negative staphylococcus spp. (26.1%), methicillin-sensitive staphylococcus aureus (15.9%) and viridans group streptococci (14.5%). Based on the available information medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Citation: saha et al. Surgery for infective endocarditis following low-intermediate risk transcatheter aortic valve replacement: a m ulticentre experience. Eur j cardiothorac surg. 2022 jun 15;62(1):ezac075. Doi: 10.1093/ejcts/ezac075. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.